Event description:
While on cardiopulmonary bypass, after giving the initial dose of cardioplegia, it was noted that a drop of blood dripped from the bottom of the oxygenator. Upon further investigation, it appeared that there was a leak in the hollow fibers of the oxygenator membrane. We determined that there was no water to blood leak and the membrane leak appeared to be contained to one specific area of the oxygenator. The surgeon was informed of the situation in case the leak got worse. Blood gases were monitored every 20 minutes and oxygenator was visually inspected frequently. The case was completed without incident and there was no harm to the patient.